Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found an insulation degradation of the optima sheath at 15.0 cm from the connector pin. Conclusion: failure observed during analysis.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No conclusion code available. Failure event observed during analysis. Final analysis found an insulation degradation of the optim sheath at 15.0 cm from the connector pin.